Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2 country: china.

Event description:
It was reported that during surgery, the device had a battery expulsion and it had battery corrosion. There was no patient injury. There was a delay of 10 minutes. The saline bag was located above the patient. The device was operated intermittently. The unit was under load 5 seconds during surgery, but no water sprayed out. Another device was utilized to complete the procedure. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h3, h4, h6 and h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures found the batteries leaked electrolyte within the battery pack. There did not appear to be any damage to the battery wiring or terminals. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.